Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model#: sc-8216-50 serial #: (B)(4) description: artisan surgical lead, 50cm the explanted devices were not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient could no longer charged the ipg. The physician believed that the ipg was damaged due to electrocautery that was used during the non-device related surgeries. The patient underwent a revision procedure wherein the ipg was replaced. The patient was doing well post-operatively. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician's implant manual (B)(4).